Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer over the phone. The customer carried out tests on the module to ensure module functionality, and the module was found to be operational. No trouble was found with the device. No parts or devices have been replaced, and the module remains at the customer site. Although the philips response center engineer (rce) found no trouble with the customer¿s module, philips cannot rule out a product malfunction. Tests were performed on the module, and the module was found to be operational. No subsequent calls have been logged for this device/issue, and no further investigation is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called on (B)(6) 2018 to inform philips that there was a patient incident. A wrong medication was given to the patient based on the information provided by the device. The blood pressure measurement accuracy was in question.